Event description:
The patient presented at his 6 week post op review with a painful right hip. An x-ray revealed a peri prosthetic fracture of the right hip distal.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of provided patient x-rays confirms the fracture and a cabled window laterally on the distal implant. Positioning of the distal femur cannot be commented upon as no post-primary x-rays have been provided. A search of the complaints databases finds no other reports against the provided product/lot code combinations. A search of the complaints databases against the reclaim stem product family has identified no trend of peri-prosthetic fracture. The investigation can draw no conclusions with the information provided.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.